Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
During anesthesia injection, patient felt a shooting sensation down arm to fingers. Patient felt pain down to his fingers during first 2 placements. When he explained this to the medical assistant, more anesthesia was injected. Clinic prescribed prednisone for swelling and bruising. Five days post treatment, patient went back to the clinic because he had very little movement in his right hand. Patient reported receiving an unknown injection in buttock. The physician explained to the patient that he believed the limited movement in his hand was due to the swelling of the underarm; also, that it would heal over time. Two weeks post treatment, patient could not resume normal workout activities. When reaching out his arms, he felt a burning sensation in his forearm/biceps with constant tingling in his fingers. Approximately one month post treatment, the patient reported a recent visit to a neurologist. The neurologist informed the patient it was not permanent but would last at least 12 months to fully heal. Approximately two months post treatment, the patient reported his pain was gone and he was sleeping through the night without interruption. He still had a lack of strength in his fingers but it was getting better. He thought the issue would be resolved in 6 months. Approximately 4 months post treatment, the patient reported his strength is improving but not 100%. He said possible 60%. He still has some tingling but can finally sleep at night with no medications. Approximately 4.5 months post treatment, the patient reported his symptoms were getting better and the issues were resolving.